Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a planned treatment procedure. The procedure was aborted and the case was moved to another room. No delay was reported in completing the patient's treatment procedure. A philips field engineer (fse) inspected the system onsite and confirmed the issue. No errors were observed when the system's technical logs were analyzed. The fse attempted to break the lock adjustment was able to move the system. The fse suspected that something was stuck in the tracks of the c-arm and moving the c-arm dislodged it. After the onsite inspection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system c-arm was stuck in rotate position and would not move. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.